Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019 wherein the pocket site was revised to position the ipg deeper within the pocket site to address the issue.

Manufacturer narrative:
A patient experienced superficial ipg placement was reported to abbott. As a result, the pocket site was revised to position the ipg deeper within the pocket site. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to it being superficial. The patient was prescribed a brace at the ipg site to address the issue, but it was unsuccessful in resolving the discomfort. In turn, the patient may undergo surgical intervention to address the issue.